Manufacturer narrative:
Date of event: estimated since unknown.

Event description:
It was reported via social media that thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted in a patient. At an unknown time, a device related thrombus developed. The patient had moderate iatrogenic mitral stenosis. No further information is known at this time.